Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 12 previously reported events are included in this follow-up record. Product return status 11 devices were received. 1 device was not available for evaluation. Event confirmation status 4 reported events were confirmed. 7 reported events were not confirmed. Evaluation results 7 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised lubrication. 1 device was found to be affected by damaged bearings. 1 device had no problem found.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 10 devices were received. 2 device investigation type has not yet been determined. Event confirmation status: 4 reported events were confirmed. 6 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by internal corrosion. 2 devices were found to be affected by a lubrication problem. 1 device was found to be affected by a damaged component. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.